Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they had experienced high blood glucose level. Blood glucose level at the time of incident was 400 mg/dl and the current blood glucose level was 390 mg/dl. Customer treated high blood glucose by using manual injections and insulin pump. Customer had been using insulin pump within 48 hours of reported. The cannula was bent. The troubleshooting was performed. The insulin pump will not be returned for analysis.